Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the multiple drawers were failed. The customer stated that this malfunction caused a delay in dispensing the medications to the patient since the user had to obtain the medicines from pharmacy. However, there were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 01-jun-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that all pockets in drawer 3-1 had failed. A field service engineer (fse) cleaned the contacts on the controller boards, and the station was tested using hta (hardware test application). The customer then tested the station and confirmed proper functionality. The system functioned as intended after the fse repaired the device.